Event description:
Healthcare professional reported a left side deflation and later also reported "overfilled" and "creased deformity in it". Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Use error: overfilled and creased deformity it¿s no possible observed. Crease/folding of implant: no observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.